Manufacturer narrative:
It was reported that the cns went into intermittent signal loss that lasted about a minute or less on all tele devices. No consequence or impact to the patients were reported. During troubleshooting with nihon kohden tech support, it was determined that the a side had its aacs with a blinking green light. Nihon kohden tech support had the customer start disconnecting and reconnecting different branches. After reconnecting one of the branches the whole system started functioning normally again. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being used in conjunction with the cns: telemetry devices.

Event description:
It was reported that the cns went into intermittent signal loss that lasted about a minute or less on all tele devices. No consequence or impact to the patients were reported.

Event description:
It was reported that the cns went into intermittent signal loss that lasted about a minute or less on all tele devices. No consequence or impact to the patients were reported.

Manufacturer narrative:
Details of the complaint on (B)(6) 2019, customer at (B)(6) reported the cns-6801a (pu-681ra sn:(B)(6) ) had intermittent signal loss across all tele devices. Service requested troubleshooting/assistance. Service performed nka ts walked bme through checking different components. The system started working during disconnecting and reconnecting antenna cables. Investigation result issue is relating to the communication of the antenna system. Troubleshooting was able to identify and resolve issue upon disconnecting and reconnecting the antenna cables. Review of tickets opened at customer facility found one related issue reported: (B)(4) opened (B)(6) 2019 regarding signal loss on one transmitter. Unit was exchanged and is pending evaluation. The root cause could not be confirmed. No adverse trend of signal loss or antenna issues were found at the customer site. The reported issue does not involve deficiency of the cns or its design. D11. Concomitant medical products. The following devices were being used in conjunction with the cns: telemetry devices